Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said their machine is not working, their implant is not working and they can't get it to work; they have been trying to reach someone, like a manufacture representative (rep) or something, to talk about it. They made several appointments and nobody showed up; they had to drive quite a distance to get there and they don't have a solution. The last time they went to their healthcare provider (hcp), they left their patient programmer (pp) behind so no troubleshooting could occur during the call. They said they have previously changed the batteries and they are not very electronically inclined. As a result of what was reported, they were redirected to their hcp to page a rep and resolve their symptoms. The caller reported their therapy is not working as expected; a loss of therapeutic effect was also reported. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a friend/family member of the patient. They reported that the therapy was not helping the patient anymore. The issue started a year or so ago, and they had started working with a manufacturer's representative in fall of 2019 and again in (B)(6) of 2020. At that appointment, the representative had mentioned turning stimulation off for a while. They were redirected to their healthcare provider to further address the issue. No changes were made during the call.

Manufacturer narrative:
B3: event date is approximate (year valid). H6: device code updated from outdated code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.